Event description:
It was reported that this device is behaving in a manner consistent with premature battery depletion (pbd) . During a routine follow up appointment in (B)(6) 2018, the device battery level was 8 years, 6 months remaining. In (B)(6) 2019, the battery had reached elective replacement interval (eri). A revision procedure was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated. Boston scientific has issued an advisory communication regarding a subset of pacemakers and cardiac resynchronization therapy pacemakers (crt-ps) with an elevated potential for early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device is behaving in a manner consistent with premature battery depletion (pbd) . During a routine follow up appointment in (B)(6) 2018, the device battery level was 8 years, 6 months remaining. In (B)(6) 2019, the battery had reached elective replacement interval (eri). A revision procedure was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.